Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient was treated with gentamycin (70mg, route, frequency and duration were not reported), vancomycin (2.5 g, day 1/5 and 10, route, frequency and duration were not reported)), ceftazadine (1.5g, intraperitoneal, 14/7, frequency and duration were not reported), nystatin (orally, 5/7, dose, frequency and duration were not reported), vancomycin (3g, day 5, route and duration not reported) and rifampicin (300mg, orally, twice a day) for peritonitis. At the time of this report, the tenchkoff catheter was removed and the patient outcome was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.